Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info received from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for a "pelvitex". Add'l info received from importer report: date of this report: (B)(4) 2012. Suspect device info: pelvitex polypropylene mesh; ftl; catalog #: 486015. (B)(6).